Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. H4: this lot was manufactured july 2025. H11: eight (8) unopened samples were received for evaluation. Visual inspection and inspection under magnification were performed and revealed various types of foreign matter enclosed in the sealed product packaging. Sample #1 0.2545 inch white liquid shape embedded in the transparent cap of white spike connector, inside the tubing, in the fluid pathway. Sample #2 0.02 mm dark spot embedded on the tubing, not in the fluid pathway. Sample #3 0.02 mm dark spot embedded on the tubing, not in the fluid pathway. Sample #4 0.02 mm imperfection spot embedded on the tubing, not in the fluid pathway. Sample #5 two 0.02 mm imperfection spots embedded on the tubing, not in the fluid pathway. Sample #6 0.1515 inch white liquid shape embedded in the transparent cap of white spike connector, inside the tubing, in the fluid pathway. Sample #7 0.0280 inch dark fiber embedded inside the tubing, in the fluid pathway. Sample #8 0.1855 inch white liquid shape embedded in the transparent cap of white spike connector, inside the tubing, in the fluid pathway. The reported condition was verified. The cause of the condition was determined to be contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the outer packaging, inlet, or connectors of eight (8) exactamix inlets. There was no patient involvement. No additional information is available.